Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experiencing palpitation presented in clinic during follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A software download was performed successfully. The patient was in stable condition.